Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the barcode scanner was unable to scan. A technical support specialist applied knowledge article 000012026 "zebra printer no longer printing" to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a printer which prints label but unable to scan in cerner at the patient bedside. The customer reported that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.